Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact.the following information was provided by the initial reporter: affected are this time the bd plastipak 20ml syringes, batch: 2305759, expiry: 04/28. When drawing up a solution, brownish particles were discovered in the syringe. The stock solution in the glass bottle did not show these particles, therefore it can be assumed that the syringe was contaminated. In case bd requests the reclamation sample: the liquid is the active ingredient trastuzumab.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-sep-2023 . H6: investigation summary one sample and one photo were provided to our quality team for investigation. Through visual inspection, brown particles are observed to be embedded in the barrel of the syringe. A device history review was performed for lot 2305759, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed and verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, the particles likely generated during the molding process, becoming embedded within the device as seen in the photo and sample provided.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: affected are this time the bd plastipak 20ml syringes, batch: 2305759, expiry: 04/28. When drawing up a solution, brownish particles were discovered in the syringe. The stock solution in the glass bottle did not show these particles, therefore it can be assumed that the syringe was contaminated. In case bd requests the reclamation sample: the liquid is the active ingredient trastuzumab.